Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implantation procedure, patient experienced blurred vision due to iol dislocation. The lens explant was scheduled. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of dislocation with blurred vision. It is unclear if the lens was dislocated or off axis. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).